Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient dislocated on (B)(6) 2008 and a closed reduction was performed to relocate the hip components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the problem reported. Based on the inability to determine a root cause, the need for corrective action was not indicated.this patient was originally reported as having been revised. During further review of medical records it was realized that a closed reduction was performed but the patient has not been revised.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address dislocation.